Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the associated ICD to be a boston scientific device. Updated information regarding the first observed occurence of the high out-of-range shock impedance measurements was provided. The revision procedure was confirmed to have taken place and the chronic rv lead surgically abandoned and replaced. No additional testing was performed on the patient's system prior to or at the time of revision. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead and unknown ICD exhibited high out-of-range shock impedance measurements greater than 200 ohms. A revision procedure was planned to implant a new lead. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated should further information be provided.